Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. All the led segments on the led digits fully illuminated upon start up. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning correctly. (B)(6).

Event description:
The customer reported that the segments for spo2 and pr are sometimes missing.no consequences or impact to patient were reported.